Event description:
Boston scientific received information that following a successful device implant with favorable system measurements, an audible "loud bang" was exhibited during ventricular induction testing. External defibrillation was required and subsequently high voltage impedance measurements, were observed as greater than 125 ohms. Additionally, the newly implanted device exhibited a depleted battery with a charge timeout error. The physician then elected to explant the chronic right ventricular lead at which time insulation defects were observed. A new right ventricular lead and device, were then successfully implanted in the absence of complication or additional adverse patient effects. Both products are intended to be returned for a post market assessment.

Manufacturer narrative:
Following product return and completion of lab analysis a follow-up report will be submitted.

Manufacturer narrative:
Inspection of the lead confirmed that the outer insulation had been abraded as observed clinically. This abrasion was noted approximately 13-14 cm from the terminal pin. The abrasion extended into the distal hv lumen. Electrical arcing damage was confirmed in this area. Additionally, lead analysis noted a sharp bend in the lead approximately 11 cm from the terminal pin, and a complementary surface abrasion was noted on the lead yoke. The two areas of abrasion align when the lead is folded at the bend. Laboratory analysis was able to confirm arching damage of the returned product, incurred during the shocking attempt due to lead insulation abrasion.